Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ubc-6s drawer was constantly getting stuck and would not stay recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer constantly and would not stay recovered. A field service engineer logged into the system, ejected the cubies, and cleaned debris and medication jams. Reassembled the components and rebooted the station. Verified normal operation through functional testing and hardware test application. The customer also tested the system by performing a recovery, which completed successfully. The system functioned as intended after the field service engineer repaired the device.